Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a tego® connector was found to leak blood during patient use. As per the report, the tego was breached as blood was being returned at the end of the run. The red lumen tego was noted to be dripping blood steadily. The tego was removed and was grossly abnormal. Upon further inspection, the end is not flat but instead bulging out. The tego was retained, but no lot number was recorded from the last run when tegos were changed. There was no harm to the patient reported.